Event description:
The patient suffered a syncopal episode and reported to the emergency room in complete heart block with an escape rhythm of 46 bpm and no output. Interrogation resulted in a soft- ware error message. Three weeks prior measured battery data was 2.68 v, 16 ua, 7 kohms and the magnet rate was 92.5 ppm. At explant, the patient was in junctional rhythm. When re- moved from the pocket the device reverted to backup vvi. The patient's escape rhythm was lost and she went asystolic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.